Event description:
Cadd legacy 6400 sn (B)(4) alarmed error code 1660 at 4 am, patient switched to alternative pump, removed batteries on alarming pump and the issue resolved. Pump was replaced. Diagnosis or reason for use: i27.0.